Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2017. The original surgery is dated (B)(6) 2010. The revision surgery occurred because of metallosis in the patient. During the revision, the non-omni head and cup were removed and replaced with an omni femoral head and a non-omni cup. And the original omni neck was removed and replaced with a new omni neck.